Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was damage to the attached part of the tracker. There was no delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
H3, h6: the tracker was returned to the manufacturer for analysis. Through functional testing and visual and physical examinations, it was found that the tip had been broken off on one of the two side tabs. The top of the handle also had a rolled edge from hammering. Otherwise, the tracker had normal geometry error and tracking with markers attached and was fully seated. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.